Manufacturer narrative:
There was no evidence of malfunction or defect associated with the waste sensor. Because of the remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. The waste system on this instrument was upgraded with the new sensor design on 09/22/06. Complete field implementation of the new sensor design is expected to take at least 12 months. The new waste sensor design was introduced to the mfg floor on july 26, 2006. A final report will be sent pending the completion of the field implementation of the new waste sensor.

Event description:
A customer site reported waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor. No one was injured and pt care was not affected. The field service engineer evaluated the root cause of the failure and determined that the waste carboy was not positioned against the waste sensor. The waste sensor did not malfunction. The lack of proximity between the sensor and carboy prevented the sensor from detecting the waste fluid level in the container, which resulted in waste fluid overflow. Since the sensor did not detect the fluid, the system software did not trigger a surveillance alarm alerting the user to a full carboy. While there is always a possibility that a slip and fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.